Event description:
It was reported that air was delivered into the patient's coronary artery. The target lesion was located in the coronary artery. During a percutaneous coronary intervention (pci), a 6f runway guide catheter was used. Upon inserting the unspecified balloon catheter, there were holes at the hub of catheter which went unnoticed. It created air bubbles that were introduced into patient. There were no patient complications reported and the patient outcome was fine.

Manufacturer narrative:
(B)(4).